Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding display glass. No bolus anomaly could be verified due to the cracked and bleeding display glass. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a crack in its screen and showed black lines running through the display. The customer's family or friend stated that the buttons functioned, but the carbohydrates could not reach a value over 50 units. The blood glucose reading was 86 mg/dl. She did not know how the damage had occurred to the device and was advised that the insulin pump be replaced. Nothing further reported.